Event description:
On an unknown date, the patient was treated for a traumatic aortic disruption with a gore tag thoracic endoprosthesis. There were early post-operative access site complications involving thrombosis of the common femoral artery, which required thrombectomy.

Manufacturer narrative:
This was originally reported in the journal of vascular surgery.